Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
During reduction of clavicle using straight reduction clamp, the tip of the clamp was broken off. The broken piece of the clamp fell outside the patient. The surgery was completed with another clamp.

Event description:
During reduction of clavicle using straight reduction clamp, the tip of the clamp was broken off. The broken piece of the clamp fell outside the patient. The surgery was completed with another clamp.

Manufacturer narrative:
The reported event that straight reduction clamp, broad variax2 was alleged of 'breakage during surgery' could be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, the root cause could most probably be attributed to the misuse of the product by the user. Nevertheless, it is important to receive the product in order to subject it to adequate testing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.